Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post-implant, the right ventricular (rv) lead exhibited high thresholds and low out of range (oor) pacing impedance. The lead was revised and remains in use. No patient complications have been reported as a result of this event.